Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. An accuracy test performed, and the results were within specification. No malfunction or product deficiency was identified. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding the adc device, customer reported an unspecifed lower glucose scan value while wearing the adc device compared to an unknown device. A sensor scan of 78 mg/dl was compared to a glucose test of 160 mg/dl on an unknown device. The customer experienced a seizure and a loss of consciousness and was provided unspecified treatment by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.